Event description:
During acp procedure the locking mechanism in the screw came apart while implanting. Surgery was delayed by 5 min. No patient injuries reported.

Manufacturer narrative:
Manufacturing site eval: eval on-going.